Event description:
The pt has reported experiencing pain and intermittencies with her internal device, followed by a loss of lock. External equipment was exchanged and programming adjustments were attempted, however, this did not resolve the problem. The pt's device was explanted and replaced with another advanced bionics cochlear implant.